Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Manufacturing date not available.

Event description:
Related manufacturer reference number: 2017865-2021-07733. It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting premature battery depletion due to elevated right atrial capture threshold. Revision of the right atrial lead was attempted; however, the physician was unable to obtain venous access. The physician elected explant and replace the generator to maximize battery longevity and had not alleged malfunction with the lead or device. The patient was in stable condition.